Event description:
One patient with discrepant total psa results. Initial result, 2008, 21.28 ng/ml. Same sample repeated twice in the next day gave 10.86 ng/ml and 11.09 ng/ml. Initial result was reported, the pt was not adversely affected. The field service rep was unable to determine root cause. Performance tests performed which were within spec.